Event description:
Caller reported alarms, including alarm 2 and alarm 26, related to an occlusion with the pump but clarified that the occlusion did not occur earlier in the day before contacting technical support. Customer's blood glucose level did not exceed 500 mg/dl, and no adverse impact was reported on the blood glucose level. Customer resolved the occlusion issue by changing the infusion set and cartridge, then resuming insulin use. Despite experiencing frequent occlusion issues, the customer was dissatisfied with the pump and requested a replacement. Reportedly, customer would use back up pump for insulin therapy until the replacement arrived.